Event description:
The event is reported as: the customer reports that the device was occluded during use. No report of a pt injury or intervention.

Manufacturer narrative:
The device sample was not returned for eval at the time of this report.